Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl. The customer's current blood glucose is 150 mg/dl. The customer reported that they had pneumonia as well. Alarm history shows bolus not delivered alert. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer had gone to the hospital and they sent him at home and treated with an intravenous insulin at the emergency room, gave him morphine and did blood work. Customer treated with glucagon shots and then went to emergency room. The insulin pump will not be returned for analysis.